Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff could enter air in but had a resistance when the air was coming out. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. The failure mode cuff won't inflate is confirmed. An inflation/deflation test was performed and it was observed inflation was difficult and deflation was hard. It was noticed the air has difficulties to get through the inflation system. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.